Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device undersized issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of undersized device cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the malleable penile prosthesis removed as the device was undersized. The device was functional but was not what the patent wanted. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the replacement surgery, the patient was reported to be great.